Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the ltv 2200 ventilator power is turned on the unit does not work, the display of the monitor freezes. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted.